Manufacturer narrative:
Investigation: no product at hand, therefore an investigation at the devices is not possible. Batch history review: due to the fact that no lot numbers were provided, a review of the device history records must remain incomplete. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure at that time. Rationale: on the basis of the current information and without a product for investigation, a clear conclusion/root cause for the implant loosening can not be drawn. The investigation is ongoing. At that time it is not possible to verify if the black staining/debris is responsible for the implant loosening. There are many potential sources regarding to implant loosening: modification/ change in the surgical technique; cement technique; patient fall; patient allergy/infection. Corrective action: product safety case was created.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as enduro femoral component. The patient was initially implanted with enduro components in 2014. The pre-operative diagnosis in 2019 was multi-directional instability status post primary left total knee with nickel allergy. On (B)(6) 2019, a revision surgery was performed; there had been increased pain noted prior to surgery. During the procedure, black debris was found in surrounding tissue. The implant that was revised was the aesculap enduro femur. New aesculap enduro components were also implanted. The components were cemented one-on-one with tobramycin followed by the addition of stimulan pellets with a mixture of tobramycin and vancomycin. Additional information was requested. The adverse event is filed under xc (B)(4).